Manufacturer narrative:
Technical support confirms customers reported problem. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device and displayed error message 13-1033-149 for system error. There was no patient involvement.

Event description:
It was reported that the device and displayed error message 13-1033-149 for system error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi error code 13-1033-149 on 8100 unit. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. 1. Tech needs help on error code 13.1033.149 on 8100 unit. 2. The error is a software fault the software could have gotten corrupt or not correct software version on unit. 3. Make sure you have your flash files load on your asm software and its the correct version. 4. Tech will need first reflash software on unit, if flash fail reset try again if continue to fail can send unit in for services repair. 5. If flash does not resolve the error, next would replace logic board on unit once board is replace and still get error unit has to come in for service repair. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned. Tech support provided troubleshooting over the phone only.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device and displayed error message (B)(4) for system error. There was no patient involvement.